Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was doing transtelephonic monitorings (ttm's) and has not been seen since 2009. The ventricular lead warning occurred in (B)(6) 2010 for low impedance paces and a decrease in threshold. It was also reported that the patient was recently in for follow up and even though the chronic lead impedance has been low it remains stable. Therefore the patient will be monitored every five weeks and a decision made at time of generator change out whether to replace the lead. The ventricular lead remains in use. No patient complications have been reported as a result of this event.